Event description:
The nurse of (B)(6) male pt called zoll customer support to report that the pt was receiving a svc code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (svc code 204) was confirmed. Upon investigation, the trunk cable was pulled from the strain relief, damaging connector j702 and causing the reported svc code. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.